Event description:
It was reported that the lead was explanted due to unknown issues. No patient adverse effects reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issues. No patient adverse effects reported. Information was later received from the field that confirmed the rv lead was explanted due to improved heart function and the patient no longer required the device therapy.